Event description:
It was determined that the check valve was the point of the occlusion. The MFR of the component was notified. Their investigation revealed that the silicone disc inside the check valve was "off-center" in the housing. We have been informed that this process was a hand assembled operation. However, they have now made it an automated assembly process. This will reduce the likelihood of misassembled check valves in the future.